Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the CPAP knob, 02 knob, and peep knobs were missing. Also the battery cover is cracked and patient outlet fitting was missing. It was confirmed that the patient outlet tread was missing. The cause of the issue was found to be an impact to the device. The vrv manifold was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient outlet tread was damaged, and the battery cover was cracked. There was unknown patient involvement and unknown patient harm/adverse event reported.